Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error and that the reservoir icon looked empty even though there was insulin in the reservoir. The blood glucose reading was 47 mg/dl. The customer treated with food. The drive support cap was normal and recessed. The insulin pump had not been exposed to a strong magnetic field and showed no signs of physical damage. The insulin pump passed the displacement test. The manual prime was also successful without a recurrence of the alarm. An off no power alarm was also noted in the alarm history. The battery was not previously used and the insulin pump had not been dropped or bumped. There were no unattended alarms. The insulin pump passed the self test. The customer was advised to monitor the insulin pump and call back if any issues persisted.